Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a calibration loss of the affected master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) and master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The rac was returned for failure analysis and the reported system faulting with error 25580 was confirmed but could not be reproduced. In logs report, error 25580 was found indicating the confirming fault occurred in the field. Visual inspection showed no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. In logs, the resistance was found indicating calibration, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed where it passed all tests.

Event description:
It was reported that during the da vinci assisted surgical procedure, customer called in with a recoverable fault 25580 on the system. The customer performed a hard power cycle on surgeon side console (scc1) with no change. Therefore, the technical service engineer (tse) had customer unplug scc1 to complete the case. The customer reported event has no report of patient injury.